Event description:
Reporting status: serious injury - permanent impairment/medical intervention. Reporting rationale: dislodged stent compressed against vessel wall in a non-diseased segment. Device issue: stent dislodgement. It was reported that the graftmaster was being used to treat a perforation caused by another company's balloon in the cx. It was a difficult case with a 90 degree angle. While pulling back on the graftmaster for better positioning, the stent dislodged partially in the cx and partially in the left main. Another stent was deployed to compress the dislodged stent against the vessel wall. The perforation was treated with another stent. The physician did not believe this was a device malfunction, rather it was due to the difficult anatomy. There were no add'l pt effects. The pt's outcome was good. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident description. It is reported that the physician did not believe this was a device malfunction, rather it was due to the difficult anatomy. The device was not returned for investigation; therefore, a conclusive root cause cannot be identified. According to the task/route sheets for this lot, all devices were in accordance with all quality criteria when the devices left the MFR.